Event description:
It was reported that a large volume infusor did not flow. This occurred during infusion of tazocin. Twenty four hours into the infusion, it was found that only one fourth of the infusor¿s volume was delivered through the peripherally inserted central catheter (PICC) line. The same patient had used the same PICC line for previous infusions with no issues. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information has been provided in section lot 15b009 was manufactured between february 4, 2015 and february 5, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.